Event description:
Customer reported device = 457 mg/dl. Customer went to the emergency room (ER). ER tested customer & they were told result was normal, however values were not provided. No treatment was received and customer was sent home. No controls were used. A request was made for return product and replacement product was sent.